Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 was failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 full height cubie was failed. The field service engineer reported that drawer 6 full height cubie had failed. The technician recovered it successfully, and it opened without issues. Upon inspection, the back appeared normal and the cables were properly seated. The unit passed the hardware test application (hta) test. After a reboot, the technician was able to access it without any problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 was failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.